Manufacturer narrative:
Product was requested to be returned for evaluation and was received on (B)(4) 2014 for evaluation. It appears that the head of the toothbrush broke off. An investigation will be performed upon further review. No injury was reported and no medical attention was reported to have been sought. This is being reported as a malfunction; choking is possible as a result of the breakage of the toothbrush head.

Event description:
Purchased toothbrush approximately 2 weeks ago, and says that it broke while brushing.